Manufacturer narrative:
The reported event of distortion and noise could not be confirmed. The reported event of fluid flowing backwards to the optical connector was confirmed. Electrodes 1-4 met specifications of acceptable resistance values with no open or short circuits detected. A leak was detected within the irrigation tubing. Further investigation revealed a gap at the luer / proximal tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors.

Event description:
During a procedure the catheter appeared distorted on the precision system and artifact was on the proximal egm that increased with ablation. The catheter was removed from the patient and when it was flushed the fluid was flowing backwards through the catheter optical port and into the tactisys optical connector. The catheter was changed and the procedure continued with no adverse consequences to the patient. Based on the analysis of the returned device, a leak was confirmed.